Event description:
It was reported by the clinician that she recalls "2-3 over infusions, which occurred about 3-4 years ago". This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that she recalls "2-3 over infusions, which occurred about 3-4 years ago". This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown.